Manufacturer narrative:
Varnish build up was found on the rotor assembly.

Event description:
The micro sagittal saw was sent in for service and it ran on its own while in safe mode during the performance testing. No adverse event was associated with the device.